Event description:
It was reported that the device and reload were used during a gastric bypass procedure, the device stapled but did not cut. Second reload fired and the transection was complete. There was no consequence to pt.